Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal remained in the loader when the delivery system was pulled out. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. Blood was observed on the loading device as well as on the delivery tube and seal. The delivery device was returned outside the loading device. Delivery device was observed to be covered in blood. The white plunger was fully depressed on the delivery device. The blue slide lock was disengaged. The tension spring assembly remained in the delivery tube with the seal extended and hanging outside the delivery tube completely unfolded. The seal and tension spring assembly was pulled from the delivery tube. The seal and tension spring were removed from the delivery tube for inspection. A microscopic inspection was conducted. The seal, though tainted with blood on the outermost coil of the seal, was intact, with no cracks or delamination. The slide lock was dis-engaged and the white plunger was depressed on the delivery tube. Blood was visible in the delivery device indicating that there was attempt to deploy the device into the aorta. Based upon the received condition of the device, the reported failure "fitting problem" is not confirmed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal remained in the loader when the delivery system was pulled out. A replacement device was used to complete the procedure. The hospital did not report any patient effects.